Manufacturer narrative:
This submission is for the 1q18 asr serious injury events for rotary niti file breakage under asr exemption # 2007004.this report summarizes four serious injury events where a file broke (device problem code: 1069). There were four events where the broken piece could not be easily retrieved (patient problem code: 3165). In one of these four events, a patient required an apicectomy (patient problem code: 2372). In three of these four events, the patients teeth were extracted.one device was not retured for evalatuion.we received three devices for evaluation, one of which was unused files. Evaluation of the two used devices was impossible due to the condition in which they were received. Evaluation of the unused device found it to be within specification.

Event description:
This report summarizes 4 reported events.this submission is for the 1q18 asr serious injury events for rotary niti file breakage. This report summarizes four serious injury events. There were four events where the broken piece could not be easily retrieved. In one of these four events, a patient required an apicectomy. In each of the three remaining events, the patients teeth were extracted.